Event description:
It was reported that the patient had a battery replacement done on the (B)(6) prior to the report. The patient was very hard to understand and it was unclear if there was a device problem. The patient did not allege any problems. The patient was calling because he had lost his programmer. Thirteen days later it was reported that the batteries had been at end of service (eos) or end of life (eol). The patient initially stated that his ¿batteries¿ were replaced the day prior to the report, but later said it was ten days ago. The patient stated that he was told his implantable neurostimulator (ins) would last five years and his first one lasted ¿about four to five years and it had been downhill since then.¿ the patient stated that this last one only lasted ¿about three years.¿ the patient stated that one battery went out and the other one was almost out. The patient was unable to confirm normal depletion and the longevity appeared to be a problem to him as he believed it should last five years. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0125010v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387-40, lot #j0225421v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).